Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for two different patient samples. In addition, one of the two patients also had a myoglobin result in the normal reference range that repeated above the normal reference range. Upon repeat on this and on another instrument, accutni results were in different clinical ranges. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were lithium heparin collected in pst tubes and centrifuged at 3,500 rpm for 10 minutes. Qc was within the customer's established ranges prior to the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse cleaned the wash pumps and wash carousel and replaced the peri pump tubing. The fse performed a diagnostic testing which met specifications. Although hardware issues were addressed, a definitive root cause has not been determined for this event.